Event description:
The customer reported, the system shut down. Multiple attempts were made for more info and pt status with no response to date.

Manufacturer narrative:
The company service representative examined the system and did not duplicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).